Event description:
No new information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide updated information for h7 and h9 fields. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover fell off the scope and into the patient's body. The distal cover was retrieved with forceps. The procedure was completed with the same device. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: (B)(6). This report is related to (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, g1, h2, h3, h6 and h11. The device was returned to olympus and the reported failure was not confirmed. On visual inspection it found to be device was cracked on the bottom. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely that the mechanism of the failure is due to following:: increased stress applied to the distal cover due to incorrect installation or release of stress applied in the installed state by some chemicals is thought shown to cause cracking over time in areas of weak strength (welds, thin-walled areas) or increased stress due to incorrect installation. The weak strength weld is located in a particularly stressful area and is prone to cracking in that area. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.